Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump was exposed to electrostatic charges. It was reported that all buttons were unresponsive. It was reported that the customer's blood glucose was normal and medical treatment was required. Advised insulin pump would be replaced. Inothing further reported.